Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low as well as high blood glucose levels. The customer's blood glucose levels were 30 mg/dl and 400 mg/dl. The customer stated that the blood glucose levels were due to high doses of prednisone. The customer treated high blood glucose level with insulin. The insulin pump will not be returned for analysis.